Event description:
I was given clear care solution as a sample from an optometrist. Unfortunately, I don't know which optometrist, as I have changed optometrists, as I have changed optometrists a couple of times due to my insurance. Regardless, when given the sample, I was not warned about its proper use and consequences of improper use. I did not use the sample immediately, as I typically keep my samples to use when traveling. As a side note, I use only disposable lenses (monthly disposables). Yesterday, (B)(6), I ran out of my standard size solution. So took the sample size of the clear care. I had never used it before, but read the front label which indicated that it cleans, disinfects and is appropriate for use with all soft lenses. I used it to store my lenses and when I placed the lens on my eye the burning sensation was excruciating. I could not get the lens out of my eye on my own for a few seconds so I yelled for my husband's help. I ended up going to the ER as the burning would not go away even after rinsing my eye with tap water. I suffered a small abrasion, but fortunately no long term damage, however, the pain involved was something I will never forget. I believe the label on this product needs to be improved to include a more prominent warning about the consequences of using this product inappropriately. Medication administered to or used by patient: no. Outcome: visit to an emergency room. Call to poison control center. More medicine to reduce or relieve the possible bad effects of the error. When and how was error discovered: when my eye would not stop burning we called poison control and discovered that this product contains hydrogen peroxide. Why is this not prominently stated on the bottle? I had to read it twice after I knew what I was looking for to find that info. Pt counseling provided: unknown. Reporter's recommendations: again, labeling of this product needs to be reviewed and improved for the user's safety. Also, optometrists need to do a better job of warning pts of this products proper use. Relevant materials provided: none. (B)(4).